Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg cutoff urine control, 100 miu/ml hcg urine control and 3 high level of hcg urine controls (205.3 iu/ml, 210.7 iu/ml and 216.8 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Retain devices were tested with in-house hcg negative clinical samples, all test results showed hcg negative. No conflicting results were obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided by the customer and without patient specimen in-house analysis.

Event description:
It was reported that on (B)(6) 2016, the patient's urine was tested on the cardinal health rapid test hcg combo test and received a negative result. The patient contacted the physician after performing an at home pregnancy test, which resulted positive. The brand of test is unknown. On 3/28/16, the customer retested the stored patient sample using the cardinal health rapid test hcg combo test and received a positive result. No further information was provided.